Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). Removed/replaced within initial procedure. If explanted; give date: n/a (not applicable). Replaced within initial procedure. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of a pcb00 27.0 diopter intraocular lens (iol), the patient¿s posterior capsule ruptured. A vitrectomy was required. The pcb00 lens was removed and replaced with a three-piece lens. No patient injury reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information device available for evaluation: yes, returned to manufacturer on: 12/4/2018. Device returned to manufacturer: yes. Device evaluation: the sample was received unopened in the packaging box. The device was not used since both pouches were sealed. No product quality deficiency was identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.